Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a clinical study regarding a patient recieving infumorph via an implantable infusion pump. It was reported that the participant was sent to neurosurgery clinic by other provider for it pump evaluation. The baclofen pump was interrogated, but unable to withdraw medication from the side port. The participant had a feeling like something was crawling in her skin, itching, and feels like her skin is being peeled off. The participant was scheduled for a catheter replacement same day. On (B)(6) 2026, the participant had an intrathecal catheter replacement. The procedure went well. The participant was discharged home the next day in a stable condition. Signs of drug withdrawal has stopped.